Event description:
When the nurse opened the spsof, he found that there was no falp. So they used another stent. Additional information received: 12 feb 2025: 1.if a component/device is missing: what component, device, or part of the device is missing? 2.was the issue identified prior to opening the packaging? No 3.please provide photos of the affected part, device, or set, as appropriate. There is no photo. 4.please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stent storage box in ercp room(proper temperature and shady place) 5.were any other defects observed on the device prior to return (other than the reported complaint issue? No (if yes, please detail any other defects observed.)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 05-jun-2025.as the complaint no longer meets the description of a reportable incident (device becomes damaged / displaced during transportation and storage). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Device evaluation the device evaluation of spsof-7-10 of unknown lot number could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. The manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: it should be noted that the instructions for use (ifu0055) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the user did not follow the instructions for use or label image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined from the available information. It is unlikely that the product would have left cirl without flap on stent. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any device where defects are observed are discarded and would not be shipped. There are multiple inspections and checks in place to prevent this from happening ¿inspection of the product during production, final quality control , post sterilisation services and line clearance procedures. However, quality awareness training will be completed as a precaution. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. It¿s possible it became damaged during transport or storage. There have been several attempts made to obtain additional information (30may2025-re (B)(4)_clarification request-3rd attempt-30may2025). Should additional information be made available, the file will be updated accordingly. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary confirmed qty of devices: 01 device prior to use complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, this event happened prior to patient contact. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. Complaints of this nature will continue to be monitored for similar events. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 05-jun-2025.as the complaint no longer meets the description of a reportable incident (device becomes damaged / displaced during transportation and storage). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.